Event description:
It was reported that a patient with severe emphysema underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring placement of a chest tube and hospitalization. The biopsied lesion was located in the left upper lobe and was 13mm in size and about 10 mm (closest edge) from the pleura, but the pleura was more than 4cm away in direction of needle path. Per the physician, there was a high chance of a pneumothorax occurring with alternate biopsy modalities (such as ir biopsy) due to the patient's history of severe emphysema. A pneumothorax was not visible on fluoroscopy at the completion of the case. The patient had asymptomatic hypoxia to 80s; therefore, a nebulizer was provided. Post procedure, a large pneumothorax was identified via x-ray; therefore, a 14-french chest tube was placed with complete resolution of the pneumothorax. The patient was hospitalized for 36 hours then discharged home. The diagnosis was adenocarcinoma. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.